Event description:
It was reported that a cartridge change error occurred. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was instructed to inspect and clean various components of the pump but was unable to successfully load the cartridge. The customer reverted to an alternate method of insulin therapy.